Event description:
This report was received from a physician of a woman who had a lens implant in her right eye on 18 aug 92, of a ceeon lens model 810f. On 29 jan 98, she developed an inflammation in the right eye. Treatment information was not provided, however, the physician reported a lens exchange was performed on 25 aug 98. He reported that she is stable at this time. He believed the inflammation to be lens related. No other information was provided on initial contact. Results of the lens investigation are pending.